Event description:
A (B)(6) advia centaur (B)(6) was observed by the customer when performing a reagent lot (035) to new reagent lot (037) correlation study. The patient test sample was (B)(6) when run initially and found to be (B)(6) with the new reagent lot. The customer ran two other test sample aliquots from the same patient on the original reagent lot and the results were both (B)(6). There was no report of patient intervention or adverse health consequences due to the (B)(6) advia centaur (B)(6) result.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse observed the wash displacement dilutor was not dispensing the proper volume of wash 1 and found wash dilutor wash 1 (wdw1) line was leaking back into wash manifold after a dispense. The associated valves in fluid circuit were replaced. The cause of the discordant (B)(6) result was a malfunction of the wash displacement dilutor not dispensing the proper volume of wash 1 reagent. The instrument is performing within specifications. Further evaluation of the device is not required.